Manufacturer narrative:
A product sample has been received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no suction noted at the end of an eye surgery. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested for this case.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received. The reporter informed that the reported issue occurred during viscoelastic removal.

Manufacturer narrative:
A product sample was received for evaluation. A review of the device history record of the lot shows that the order was built to specification. During visual inspection it was noted that the right side of the drain bag had lifted from the tape due to saturation. Surgical fluid was observed in the aspiration line. After purging the surgical fluid in the lines, the sample was tested. The sample could be recognized by the console. The sample primed and tuned successfully and reached a maximum vacuum within specification; however, leakage occurred between the aspiration luer and the handpiece during the tuning process. The aspiration luer was attempted to be tightened, but the leakage remained. The aspiration luer was from cavity 3. The aspiration fitting was replaced with a lab aspiration fitting and no leakage was observed during the turning process with the lab aspiration fitting. The root cause of the customer's complaint is an error that occurred during the supplier's manufacturing process of the blue aspiration luer. It has been determined that some of the blue luers from one of the six supplier cavities (cavity 3) from one supplier lot can allow air to enter the aspiration line and reduce the ability of the sample to reach maximum vacuum. An internal investigation has been opened to address reports of a similar nature. (B)(4).